Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 32 mg/dl. The customer treated with carb intake. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was 325 mg/dl and the sensor glucose reading was 172 mg/dl. Insulin pump did not suspend insulin delivery. Troubleshooting was provided. The sensor was returned for analysis. Ozo-sensor.